Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The system would take fluoro but not rad exposures. Anytime a 3d scan was started the system would beep once then give an "error computing 3d scan" on the mobile view station (mvs). Replaced the atp board and tested. Performed the required max fluoro dose testing and extensive system checkout. Another medtronic representative also did two mock cases on 11/4 to verify the functionality of the system. The system is now fully functional. Replaced parts have been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was unable to acquire 3d images. The system reportedly displayed an error stating that there had been an issue computing 3d scans. No issues with acquiring 2d images were noted. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect atp board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Investigation of returned suspect lf rac finds that the reported issue was confirmed. Installed lf rac pcba in test imaging system and fluoro was successful, however the system would not enter acquisition mode with this board installed. The reported issue was confirmed to be caused by an electrical issue.

Manufacturer narrative:
The hardware investigation of the returned pcba system control board found that the reported event was related to an electrical issue. The tester installed the system control board in a test imaging system and the system did not ready. The system control board would not accept a firmware load. The failure of the board observed under test did not align with the reported problem but was found to have an additional electrical issue.